Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that he had difficulty with occluding the phacoemulsification tip and obtaining vacuum during a phacoemulsification procedure. In addition, the phacoemulsification tip's surface was uneven and it had a bent edge. The tip was replaced and the procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
No phacoemulsification tip sample was returned for evaluation therefore, the condition of the product could not be verified. A review of the related device history record for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One phaco tip sample was returned for evaluation for the report of being clogged, having an uneven surface, and a bent tip edge. A visual inspection of the phaco tip was performed and it was deemed nonconforming. The bottom of the bevel has been damaged so that the bevel was pushed up. The left side of the bevel had some wear from the tip being used. There was no uneven surface present. There was wear present on the threads and flange to indicate the tip had been on a handpiece. There was no visual indication that the tip was occluded. Fluid was inserted through the inside diameter of the tip with a syringe and no occlusion was present to stop the flow of liquid. The complaint did not confirm the phaco tip was occluded. The evaluation did confirm the bevel has been damaged. How and when the damage occurred cannot be determined from this evaluation. The evaluation indicates the tip had been used, so the most likely reason for the damage is from user handling and not from any manufacturing issue. No specific action by the manufacturing location with regard to this complaint was taken because the reason for the complaint issues cannot be determined, but does not point to a manufacturing issue. All phaco tips are 100% visually inspected during the manufacturing process to insure no damage or obstruction is present. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).